Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a transient ischemic attack (tia) possibly due to anticoagulation break for prostataadenectomie. The patient experienced loss of strange in the right arm. A computed tomography (CT) scan showed a multi-infarct syndrome. There was no bleeding. Sonographic examination and computed tomography angiogram (cta) showed no relevant vascular occlusion. The symptoms were reportedly not very strong. Only physio and ergotherapy were done for treatment. The event reportedly resolved on (b)(6 2018.

Manufacturer narrative:
Section d4 and h4: additional information. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12feb2016. The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.